Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the sample returned, the reported stent elongation could not be confirmed. The stent had been deployed in the patient and was not returned as it remains implanted. There is no indication of a difficult stent deployment or any other defect which may have caused the reported stent elongation. As no images were provided, the reported stent elongation could not be verified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An unintended movement or incorrect holding of the delivery system during deployment may result in stent elongation. Also a challenging placement site, a not performed pre-dilation as well as tortuous or calcified vessels may contribute to an irregular stent placement. In this case, no information regarding the anatomy or the procedure was provided. On the basis of the information available, a definitive root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "remove slack from the stent system held outside the patient. (...) Any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site." Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details.

Event description:
It was reported that the vascular stent allegedly elongated during deployment. There was no reported patient injury.